Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device screen frozen and was offline in rss. Customer troubleshooted with reboot multiple times still issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from other source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and found no abnormalities. Then the tss logged in to carefusion admin and checked on the disk space, db size and both looked good. Further investigation of event viewer showed that the station was forcefully rebooted by customer due to screen froze but not much details in the logs on what causing the issue. The previous system shutdown was unexpected, and the problem was resolved after reboot. The system functioned as intended after the technical support specialist investigated the issue.